Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and pump unexpectedly shutdown. Customer charged the pump and resumed insulin therapy. Customer blood glucose was 143 mg/dl.. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.